Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Returned meter evaluated with no defect found. Test strip vial returned with one strip only - unable to test. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer on 7/9/2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of lo and 31 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was performed by the customer fasting and produced test results of 114mg/dl and 127mg/dl using truemetrix meter. The product is stored according to specification in the bedroom. Test strip lot manufacturer's expiration date is 08/20/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (B)(6).

Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with tests results from results obtained of lo and 31 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was performed by the customer fasting and produced test results of 114mg/dl and 127mg/dl using truemetrix meter. The product is stored according to specification in the bedroom. Test strip lot manufacturer's expiration date is 08/20/2019 and open vial date is 06/23/2018. The meter memory was reviewed for previous test result history: result 1 :123mg/dl, date: (B)(6) 2019, time:9:03am fasting. Result 2 :lo, date: (B)(6) 2019, time:10:30am fasting. Result 3 :31mg/dl, date: (B)(6) 2019, time:7:15pm fasting. Result 4 :111mg/dl, date: (B)(6) 2019, time:4:48pm fasting. Result 5 :395mg/dl, date: (B)(6) 2019, time:10:36am fasting.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = t) internal report # (B)(4). Returned meter evaluated with no defect found. Test strip vial returned with one strip only - unable to test. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer on 7/9/2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call. Correction: product was returned and evaluated.